Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic cholecystectomy, while clipping of the cystic artery, the device had a damaged seal. When permanent clipper was introduced, there was difficulty in penetration and when introduced, there was a rupture of trocar seal. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection of the returned product noted that the circular seal was disengaged and not received. The trocar, cannula, and envelope seal appeared intact. The obturator appeared intact. Pmv performed functional testing; the device passed an air leak test. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Replication of the cut in the circular seal may occur when mishandled during clinical application. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. No enhancements or improvements were generated for the reported condition. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic cholecystectomy, while clipping of the cystic artery, the device had a damaged seal. When permanent clipper was introduced, there was difficulty in penetration and when introduced, there was a rupture of trocar seal. They replaced the device by another trocar to resolve the issue and complete the case. There was no patient injury.